Event description:
It is reported that the stem sat proud by 7mm.

Manufacturer narrative:
Evaluation summary: the rasp photo shows the rasp fully seated. However, the rasp was not captured due to lighting issues in the photo. The stem photo chows that the kinectiv stem was approx 7mm proud of the neck resection. The size of the stem and rasp are unk at this point and with the current info not able to confirm that the correct rasp was used for the stem. The rasp history also is questioned as it is unk how much this rasp was used prior to this event as it may have been worn down and not able to cut the canal to the correct opening. Cause cannot be definitely determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.